Event description:
The goldvac hand piece had self-activated.

Manufacturer narrative:
This is one of three incidents reported by the facility. They were submitted at the same time, however, dates were not provided and the samples were discarded. At this time conmed electrosurgery could not confirm the reported malfunction. Facility discarded the product.

Manufacturer narrative:
Initially, it was reported that a conmed product (goldvac) had self-activated. Later, conmed received information stating that the customer had placed the pencil against its own buttons which caused the self-activation. There is not any indication of a malfunction of a conmed product during this event.

Event description:
Additional information: the goldvac hand piece had self-activated. The customer had placed the pencil against its own buttons.